Manufacturer narrative:
An event of atrioventricular (av) block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during the procedure after pre-balloon aortic valvuloplasty (bav),the patient went from sinus rhythm to atrioventricular (av) block. Calcification extending beneath the aortic annular plane in the interventricular septum was not reported. The final implant depth of the valve was 5-6mm. Per case details, heart block thought to be due to the pre-bav. A temporary pacemaker was required. The navitor was then implanted and the patient was stable. Based of the information reviewed, the cause of the reported incident appears to be related to procedural conditions. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor transcatheter aortic valve replacement (tavr) valve was chosen for implantation utilizing a large flexnav delivery system. After pre-implantation balloon valvuloplasty (bav), the patient went from sinus rhythm to atrio-ventricular (av) block. A temporary pacemaker was required. The navitor was then implanted. The patient left the operating room with the temporary pacemaker. No permanent pacemaker was required. The patient was reported to be stable.